Manufacturer narrative:
The device is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. It was believed that there was pocket infection, but the physician elected to remove the whole system for safety reasons. Subsequently, the device was explanted. No additional adverse patient effects were reported.